Event description:
It was reported while using bd ultra-fine¿ pro pen needles the inner shield was not removed. There was no report of patient impact. The following information was translated from german to english: pharmacy informs us that a customer complained that the needle did not come out of the protective sheath. As a result, the insulin injection was faulty. The customer uses a novopen 6 inject.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07nov2023 . H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd ultra-fine¿ pro pen needles the inner shield was not removed. There was no report of patient impact. The following information was translated from german to english: pharmacy informs us that a customer complained that the needle did not come out of the protective sheath. As a result, the insulin injection was faulty. The customer uses a novopen 6 inject.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 15-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported while using bd ultra-fine¿ pro pen needles the inner shield was not removed. There was no report of patient impact. The following information was translated from german to english: pharmacy informs us that a customer complained that the needle did not come out of the protective sheath. As a result, the insulin injection was faulty. The customer uses a novopen 6 inject.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.